Event description:
A surgeon reported a patient with unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported there was no spherical correction. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(6) 2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).